Event description:
It was reported the catheter was being placed into a male patient's right subclavian in the emergency room. During insertion, the spring wire guide became unraveled. As a result, everything was removed and a new kit was placed successfully. There was a delay in treatment with no harm. The physician reported that the patient later expired. He stated this was not caused by the spring wire guide issue with this insertion.

Manufacturer narrative:
(B)(4).